Event description:
It was reported during implant procedure that the left ventricular lead exhibited high capture threshold and high pacing impedance. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal sorts. Visual examination did not find any anomalies. The s-curve hump height was measured within specification.